Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced due to the device stopped working "a month or two ago." It was added that the patient was implanted 3 years ago with the ipp, but then it just stopped working suddenly and the patient's erectile dysfunction returned. The physician performed an exploration surgery, and noted that the pump appeared empty of any saline, but the pressure regulating balloon was full of saline. Unfortunately, the physician pierced the device during the exploration surgery, and was unable to determine if there was a leak in the device previous to the surgery. No patient complications were reported in relation to this event.

Manufacturer narrative:
Changed description to include the patient recovered well. Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced due to the device stopped working "a month or two ago." It was added that the patient was implanted 3 years ago with the ipp, but then it just stopped working suddenly and the patient's erectile dysfunction returned. The physician performed an exploration surgery, and noted that the pump appeared empty of any saline, but the pressure regulating balloon was full of saline. Unfortunately, the physician pierced the device during the exploration surgery, and was unable to determine if there was a leak in the device previous to the surgery. No patient complications were reported in relation to this event, and the patient recovered well.